Event description:
It was reported that performed occlusion testing, alarmed check clutch and plunger lever events occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Physical condition of the device showed top of case was cracked by tubing guides. Customer stated problem was verified during occlusion tests. The root cause of the reported issues was not determined. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 13 years old. Actions taken to mitigate the reported issue: replaced clutch half's left and right, also leadscrew and spring as a preventative measure. UDI information is unknown.